Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the cannula did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device was received undeployed. The pod ran for 47 first prime pulses before an 0xcb alarm was generated, indicating lvd interruption was detected. Battery voltages were sufficient for the pod to download and rerun off of its own power. The device was reset and rerun successfully. The shelf mode current wat found to be in specification. No abnormalities were found with the drive mechanism. The cause of the 0xcb alarm could not be determined. However it could be concluded that the alarm prevented the deployment of the device.